Event description:
Electrolytes were run on pt on the "irmasl". Results for potassium were 9.13mm. Pt was drawn again and new sample rerun. Result was 9.41mm. Dr was notified and EKG was performed two times. First showed abnormal results. Second EKG showed normal results. Dr requested pt be transferred to ER. Labs were drawn again in ER and potassium was normal. No injury or harm to the pt has been reported. Normal potassium value 3.5-5.0mm.